Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) with a battery of 2.64 v and charge time of 21.5 seconds. A replacement procedure was performed. This device was removed and returned for analysis. There was no allegation of premature battery depletion. Upon receipt to the post market quality assurance laboratory, initial analysis performed indicating this device did not meet longevity. Further analysis will be performed.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.